Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient as of the date of this report, may 4th, 2015.

Manufacturer narrative:
Implanted device remains.